Manufacturer narrative:
Date of device breakage is not known. Additional product codes: jdw and hsb. It was reported that the entire device was not able to be removed during the revision procedure on (B)(6) 2017. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 22, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: a screw implant is broken off at the position 17mm, measured from the head site. The screw tip is completely missing. The present screw has strong signs of utilization around the screw hexagonal drive and at the break site. A device history record review was performed; no abnormalities or deviations were detected, which could lead to the complaint failure. No committee or non-conformance report was documented. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. The remaining part of a screw was measured according to the relevant drawing. As relevant dimensions for the complaint condition were identified the outer thread diameter and the core thread diameter. The relevant dimensions were measured, and fulfill the specifications. All measurements were taken near the fracture site. Severe damages around the hexagonal drive and at the break point indicate a mechanical influence as the reason of the breakage. Complaint is disposed as confirmed due to evidence that locking bolt is broken, but it's considered not valid for manufacturing standpoint because there is no evidence of issues manufacturing related. The locking bolt is broken off at the position 17mm, measured from the head site. The cross section of the broken surface shows no irregularities. It is likely that the locking bolt could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient and a possible instability of the fracture situation may have played a certain role, too. Note: the investigation of the broken locking bolt was also reported as part of one of the follow up reports for MFR number 2520274-2017-11420 on linked complaint (B)(4). During review of the provided x-rays, it was determined the locking bolt broke prior to the revision procedure so the investigation applies to this report as well. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a proximal femoral nail anti-rotation (pfna) on unknown date. It was determined on unknown date that the pfna broke. Patient was returned to surgery on (B)(6) 2017 for a revision surgery. The distal portion of the pfna and the locking bolt remain in the patient. No further information is available. The provided x-rays were reviewed by the manufacturer and it was noted this complaint indeed is describing a broken nail the occupying locking screw at the distal locking-hole of a pfna short nail. The index or original surgery is unknown. Looking at the supplied x-rays the nail and screw broke prior to the revision surgery. The original fracture is radiographically united. This report captures the breakage of the pfna nail and bolt. Part of the devices remaining in the patient is being captured under linked complaint (B)(4). This is report 2 of 2 for (B)(4).